Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c, musculoskeletal pain, musculoskeletal chest pain, diarrhea, urinary tract infection, obesity, weakness, numbness, gait disturbance, mobility decreased (joint pain, joint swelling, joint tenderness, limping, spasms), gastric bypass, malaise, rash, back pain, cystitis, urinary frequency, hepatic steatosis, ovulation pain, menometrorrhagia, blurry vision, vaginal delivery, dysfunctional uterine bleeding, irregular menstrual cycle and dysmenorrhoea. Concomitant products included ferrous sulfate and ledipasvir;sofosbuvir (harvoni). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), alopecia ("hair loss"), mood swings ("mood swings"), irritability ("irritability") and back pain ("back pain"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2019, the patient experienced adnexa uteri cyst ("paratubal cyst"), 4 years after insertion of essure. The patient was treated with surgery (robotic-assisted total upper scopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, mood swings, irritability, vaginal haemorrhage, anaemia, dysmenorrhoea, fatigue and back pain had resolved, the menorrhagia, nausea, adnexa uteri cyst and vomiting outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, irritability, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: patient had received treatment for pain: dyspareunia (painful sexual intercourse),pelvic/ abdominal and menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Pathology test - on (B)(6) 2019: clinical summary: menorrhagia, pelvic pain. Robot total hysterectomy, bilateral salpingectomy gross description: the specimen is submitted as "uterus, cervix, bilateral fallopian tubes". The right fallopian tube measures 7.5 cm in length and up to 0.7 cm in diameter. On its surface is a 2.0 cm paratubal cyst. Dr. Request, gross reexamination of the tubes reveals intratubal foreign material in both fallopian tubes, consistent with implants. Diagnosis: uterus, left and right fallopian tubes, robot assisted total hysterectomy and bilateral salpingectomy: endometrium: secretory endometrium, myometrium: - superficial adenomyosis., cervix: - mild chronic cervicitis with reactive changes fallopian tubes, left and right, bilateral salpingectomy: unremarkable fallopian tubes with benign paratubal cysts. Intratubal foreign material consistent with implants, both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, dysmenorrhea, anemia, fatigue, headache, vomiting, nausea, dysmenorrhea, menorrhagia, dyspareunia and pelvic pain. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet and medical record received. Events: mood swings, irritability, abnormal bleeding vaginal, anemia, nausea, dysmenorrhea (cramping), fatigue, paratubal cyst, vomiting, back pain were newly added. Patient demographic information, essure start and stop date, other relevant history and lab data updated. Lot number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient had received treatment for pain: dyspareunia (painful sexual intercourse),pelvic/ abdominal and menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events pain: dyspareunia (painful sexual intercourse),pelvic/ abdominal, menorrhagia (heavy menstrual bleeding) and hair loss. Patient dob added. Reporter information, product indication and removal date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.